Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) as a preliminary treatment of endovascular aneurysm repair (evar) using a pod packing coil (pod pc), a non-penumbra coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed a non-penumbra coil into the target location using a microcatheter. The physician then advanced a pod pc into the left femoral artery towards the right iia. While attempting to advance the pod pc into the iia, the physician experienced resistance and subsequently, the tip of the pod pc move out the iia and into the right external iliac artery (eia). It was reported that the physician attempted five times to advance the pod pc into the iia; however, the same issue occurred. The pod pc then became stuck in the microcatheter and the tip of the pod pc was in the eia. Therefore, the microcatheter and pod pc were removed together, with the pod pc protruding from the tip of the microcatheter. It was reported that the aneurysm was already filled with the first coil and no other coils were needed. The procedure ended at this point. There was no report of an adverse effect to this patient.